Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed atlas pta dilatation catheter was returned for evaluation. On visual evaluation, it was noted there was a slight bend in midsection of the package and it was further noted there was break in the protective tubing. And it was also further noted that there was a slight kink noted to the catheter. Under microscopic observation, slight kink to the catheter shaft was noted and breakage was noted to the inner protective tubing. Due to the nature of the complaint, functional evaluation was not done. Two photos were reviewed. First photo shows the atlas device in a sealed cover where the midsection of the cover seems to be wrinkled. Second photo shows the midsection of the cover where the break at the protective tubing and slight kink to catheter were observed. No other specific anomalies noted and no evidence of sterile breach to the device. Therefore, based on the photo review, the investigation for the reported catheter kink is confirmed , based on the provided photos. Therefore, the investigation is confirmed for the reported catheter kink as the device returned in a condition where there was a kink on the catheter. Therefore, the investigation is confirmed for the identified protective tubing tear as the break(tear) was noted to the protective tubing under microscopic observations. There was no sterility breach noted. A definitive root cause for the alleged catheter kink and the identified protective tubing tear could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2024).

Event description:
It was reported that prior to a procedure, the catheter was allegedly kinked. There was no patient contact.